Manufacturer narrative:
No blank display noted. Pump passed the displacement test, force sensor test, sleep current measurement, active current measurement, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed pump error 41 show in the trace/history files on 08/28/2025 09:47:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 08/27/2025 15:35:00.000, 08/27/2025 15:36:35. Battery cycle 4.0 received the lowbatteryalert (104) on 08/27/2025 15:35:00 after more than 7 days at 17.74 days. Battery cycle 3.0 received the lowbatteryalert (104) on 08/09/2025 14:01:00 after more than 7 days at 17.01 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/23/2025 04:17:00 after more than 7 days at 18.34 days. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay. In conclusion, pump passed all testing required. No low battery or pump error 41 alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump error 41 in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period). The customer received the power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm. The customer was able to complete the rewind. Troubleshooting was partially performed for the power loss alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.